Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with pocket stimulation from the pacemaker. Interrogation of the device showed that it was in backup vvi mode. The device was reset and the patient was stable after the reprogramming.